Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Analysis confirmed that the device was exhibiting premature depletion. Engineers recommended device replacement and it should be returned for detailed analysis. Furthermore, the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Analysis confirmed that the device was exhibiting premature depletion. Engineers recommended device replacement and it should be returned for detailed analysis. Furthermore, the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.